Event description:
This report is being filed upon notification from our mr MFR to submit this incident that occurred in another country. Problem: the pt had a mr procedure. The pt was scanned with the 8 channel sense head coil with the cable on the right side of the pt's humerus. Pt was dressed with long sleeve shirt with a sheet placed between the cable and arm. After the examination, a second degree rf burn appeared on the lower third of the right humerus.